Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick otw balloon was suspected to have ruptured at 11 atm's on the fourth inflation. The maverick otw balloon was discarded by the facility. A balance guidewire (size unk) and a 7f zuma f14 guide catheter were also used in this case, but the sizes and types of introducer sheath and inflation device used are unk. No pt injuries or procedural complications were reported. Pt status is reported as 'good'. No additional info is available.